Manufacturer narrative:
(B)(4). Correction: subsequent to filing the initial MDR, additional information was received stating the device would not be returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Device status changed from not returned to returned. Evaluation summary:visual and sem inspections/analysis were performed on the returned device. The reported rupture was confirmed. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal posterior descending artery. A 2.5x15mm nc trek rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The bdc was soaked and air aspiration was performed prior to use. The bdc was advanced toward the target lesion. The bdc was inflated and ruptured at 14 atmospheres. Reportedly a loss of gauge pressure was noted. Another device was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.